Manufacturer narrative:
Patient was pediatric. Catalogue #: product code was either h938737 (250 ml) or h938738 (500 ml). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port where the tubing was spiked into the bag. When the tubing was touched near the spike for inspection, the spike fell out of the bag. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.